Event description:
Defibrillator will not synchronize a ventricular tachycardia (v-tach) signal. Occasionally the defibrillator will not detect the heart rate or pulse of a v-tach signal. Changing leads or amplitude has no effect.